Event description:
A (B)(6) customer purchased a us contour next ez meter from their local pharmacy, which read in mg/dl units. No adverse event was alleged. The meter was expected to be returned for investigation and a replacement was sent to the customer.

Manufacturer narrative:
While the meter was confirmed to be a us meter reading in mg/dl, the records confirmed it was originally shipped by bayer to a us first consignee.